Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse ran battery runtime test and battery 1 failed within 30 minutes and battery 2 failed within 30 minutes. To fix this issue, the fse replaced the batteries. The fse then reviewed the logs and found error codes #37, #124 and 137 . He was unable to duplicate error code #137. During system checkout, the patient interface module (pim) leak test failed and the fse installed new pim. The fse then completed full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) batteries were not holding charge. The batteries depleted within 45 minutes of use. There was no patient harm and no adverse event was reported.